Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2021 and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 600 mg/dl and cardiac arrest. Customer attempted to self-treat elevated bg by administering a correction bolus via the pump. Customer was treated at ICU with intravenous fluids of saline and insulin. Reportedly, the customer is pre-filling cartridges and storing them in the refrigerator which is considered off label. The customer was released from the ICU on (B)(6) 2021 and released to a rehabilitation facility.